Event description:
It was reported the tab on the power cord storage area is broken. It was also reported there is a missing piece at joint/hinge of screen mount. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; tabs on the power cord storage door were broken off and bullet hinge cover was missing. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Latch tab on media bay door was missing, system fan was intermittently noisy, and rubber pads on lower case were damaged. (B)(4).